Event description:
It was reported that a tsb35 was used during a video assisted thoracic surgery. It was reported by the affiliate that the only details available today is that the pt was converted to an open procedure, the operating room time was extended 45 mins to an hr and the pt received an extended incision. More info to follow. 12/21/98 add'l info from affiliate. The surgeon was performing a video assisted thoracic surgery on a 17 year old female pt. The first five firings worked fine. Something happened on the next firing and the instrument locked out. The surgeon inserted a reload and fired twice. The surgeon found the instrument had misfired and converted to an open thoracotomy procedure. The procedure was extended by 45 mins. The pt required an extended incision and extended hosp stay.